Manufacturer narrative:
Initial reporter name and address: reporting institution phone #: (B)(4).

Event description:
It was reported that the loudspeaker was found to be inoperative and alarms cannot be heard. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The device was tested and a service repair quotation was provided. The customer did not accept the quote and the device was discarded per the customer¿s request.